Manufacturer narrative:
The info that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the info we have received. (B)(4).

Event description:
He used 2 separators because first one was broken and the result was failure. He is satisfied with ps and think it really works even though he could not get revascularization.